Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and power management board were replaced to address the issues.